Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump and assisted the caller in doing so, and no recurrence of the malfunction code occurred. The customer chose to manage insulin loading independently and was advised to contact support again if any issues returned.